Manufacturer narrative:
Block h6: imdrf device code a0401captures the reportable event of guide catheter broken. Imdrf impact code f23 the reportable event of unexpected medical intervention. Imdrf impact code f2301 the reportable event of additional device required.

Event description:
It was reported to boston scientific that an advanix biliary stent was attempted to be used to treat biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the ductus choledochus, performed on (B)(6) 2023. During the procedure, when the advanix biliary stent was attempted to be deployed, the guide catheter broke and became stuck within the previously implanted metal stent (non-bsc device). The broken guide catheter was successfully removed from the metal stent using a grasping forceps. There were no issues with the metal stent and placement as result of this event. The procedure was successfully completed with a new advanix biliary stent. The procedure was completed and there were no reported patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401captures the reportable event of guide catheter broken. Imdrf impact code f23 the reportable event of unexpected medical intervention. Imdrf impact code f2301 the reportable event of additional device required. Block h10: the returned advanix-naviflex delivery system was analyzed, and a visual evaluation noted that the guide catheter kinked and detached from the delivery system. The push catheter suture hole was slightly torn. The stent and suture thread were not returned for analysis. Based on the evidence, the event of sent failure to deploy and guide catheter break was confirmed. Taking all available information into consideration, most likely the cause of the failure was manipulation of the device and the anatomical factors encountered during the procedure. Based on the product analysis, the guide catheter kinked and was detached from the delivery system. The push catheter suture hole was slightly torn, evidence of adversities faced while deploying the stent. Therefore, the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific that an advanix biliary stent was attempted to be used to treat biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the ductus choledochus, performed on (B)(6), 2023. During the procedure, when the advanix biliary stent was attempted to be deployed, the guide catheter broke and became stuck within the previously implanted metal stent (non-bsc device). The broken guide catheter was successfully removed from the metal stent using a grasping forceps. There were no issues with the metal stent and placement as result of this event. The procedure was successfully completed with a new advanix biliary stent. The procedure was completed and there were no reported patient complications.